Event description:
During the surgical procedure the customer experienced a 20008 system error code which they could not recover from. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.